Event description:
It was reported that the device was explanted because of suspected premature battery depletion. The patient program parameters are as follows: program #1: 5.5 v, 270 microsec, 60 hz, 2 active leads, continuous stimulation, standard impedances lead. Program #2: 5.9 v, 240 microsec, 60 hz, 2 active leads, continuous stimulation, standard impedances lead, the patient recovered without sequela.